Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the doctor inserted the iab-06840-u through the sheath via left femoral artery without issue. Immediately after placement, it inflated without fault on the screen. When rebooting in the intensive care unit, after shutoff, the iab did not inflate. As a result, the iab was removed. A new kit was retrieved. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay in therapy noted. The pt was alive. It was noted that the intra-aortic balloon pump used during this event was an autocat2 wave, sn (B)(4). Reference MDR 1219856-2014-00189 for the second event involving the same pt.